Manufacturer narrative:
Product event summary: at analysis, it was noted that all bails and ring attachments were missing, the upper and lower cases were damaged as was the screw mounting point, the device was sticky and the battery contacts contaminated, although the device did pass its incoming testing. The main board was calibrated, the battery contacts were cleaned and the final test was performed on the automated test system and it passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for "routine service and repair" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.